Event description:
It was reported that during a physicians appointment 12 days post a water vapor therapy procedure, it was noted that the patient experienced hematuria, urinary retention and blood clots. The patient was catheterized and prescribed with urinary problem medication.

Event description:
It was reported that during a physicians appointment 12 days post a water vapor therapy procedure, it was noted that the patient experienced hematuria, urinary retention and blood clots. The patient was catheterized and prescribed with urinary problem medication.

Manufacturer narrative:
H6: impact codes corrected. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Hematuria and urinary retention were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.